Event description:
Please see user facility medwatch form, # (B)(4).

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: contacted risk manager and she said no patient consequences, no bleeding noted, and suture used to suture vessel.